Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/body fluid in the helix housing and tip region. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) exhibited high impedance measurements. Subsequently, a fracture was identified but according to the information provided, the exact location of it could not be determined. The lead was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited high impedance measurements. Subsequently, a fracture was identified but according to the information provided, the exact location of it could not be determined. The lead was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.